Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, an asd procedure was performed in this patient who was experiencing decreased exercise tolerance secondary to an atrial septal defect (asd). The defect measured 26 mm via toe and a 28 mm amplatzer septal occluder (aso) was chosen for implant. An amplatzer torqvue delivery system (dtv45) was used for the procedure. Difficulty was experienced seating the device in the la due to a poor aortic rim making alignment difficult. La roof technique was also attempted. The 28 mm aso was removed and a 26 mm aso was selected for use. During the procedure, it was noted what appeared to be tissue/clot flapping through the asd which was considered to be part of the secundum septum that may have torn during traction of the aso. The implant was aborted. On (B)(6) 2015, the patient underwent surgical procedure to close the asd. During the surgical procedure, the left atrial side adjacent to the aorta resembled a spider web, and the cardiologist believes during implant he got caught in this area. That section of septum was removed and the asd was closed.